Event description:
It was reported that during a da vinci low anterior resection surgical procedure, it was observed that the wires popped out on the small grasping retractor instrument where the tip pulley is. The rep thinks the surgeon may have been rubbing the instruments together somehow. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.